Event description:
Information received from the field notes that during a follow-up, the lead appeared to not be sensing or capturing appropriately. When programmed to unipolar, the lead impedance dropped to 210 ohms, but capture and sensing were restored. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received